Event description:
It was reported that during an unk procedure the device does not activate. No further infos were provided. No pt consequences.

Manufacturer narrative:
(B)(4). Eval summary: the hand piece was received with the mount loose and the nose cone cracked. It was connected to a generator and evaluated with a test instrument; it was found to be functional. Additional testing revealed that the phase margin was out of specification, however, this is not related to the reported hand activation issue. The instrument was disassembled to inspect internal components. Evidence of moisture ingress and a torn acoustic isolator were found. The hand piece has a number of seals to prevent fluids from entering the housing. "Moisture ingress" describes a condition where water vapor enters the hand piece cavity during the steam sterilization process. The hand piece is exposed to steam at high pressure. If steam enters the hand piece housing, it results in moisture inside the hand piece when the warm air condenses. This condition is typically noted by oxidation of the aluminum parts inside the housing. The primary path of ingress is the distal seal, caused by reduction of compressive force on the distal seal. The damaged acoustic isolator could have contributed to the loss of compressive force. No conclusion could be drawn as to what caused the loose mount and the cracked nose cone but it is probable that the moisture affected hand piece functionality.